Event description:
Pt was admitted s/p fall at skilled nursing facility with sustained fx hip (rt femur comminuted low neck fx). In or while undergoing rt total hip replacement, pt experienced cardiovascular collapse shortly following use of cement (simplex). Despite add'l intervention with ephedrine, epinephrine, atropine and bicarbonate - the pt was unable to maintain perfusion and expired. Simplex cement was used under pressurization technique. Reaction was thought to be due to monomer "methyl-methacrylate".